Event description:
It was reported that it was difficult to deflate a balloon during a pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation noted no obvious defects. An attempt was made to inflate the balloon and it was noticeably difficult to inflate. We were not able to passively deflated the solution that entered the balloon, but it was noticeable through the solution that the inflation notch was not completely perforated. The balloon was dissected to verify that the inflation notch was not completely perforated. This is considered a failure per the standard, stating that the notch punch should be complete. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter" the product was not used for diagnosis or treatment. The product was influenced by the reported failure. The product failed to meet specifications. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate a balloon during a pretest.